Event description:
During a posterior lumbar fusion surgery on (B)(6) 2013, the surgeon was using the transforaminal posterior atraumatic lumbar system (t-pal). The surgeon trialed for the appropriate implant size using the t-pal trial instrument. He then used the t-pal slap hammer to attempt to extract the trial from the disc space when suddenly the base of the slap hammer, where it attaches to implant inserter broke off. Surgeon proceeded to use the opal slap hammer to remove the inserter and trial device successfully. Upon doing this, surgeon realized that the trial spacer had broken. Reportedly, the trial spacer broke off the ball at the end of the trial spacer shaft that is used to secure it into the t-pal spacer applicator handle. Surgeon wiggled the trial spacer out with a pair of vice grips seeing as it had become detached to the t-pal spacer applicator handle via the break of the ball at the end of the trial spacer inner shaft. Surgeon then loaded up the appropriate implant t-pal spacer into the t-pal spacer applicator handle and t-pal spacer applicator inner shaft. As surgeon began inserting the implant into the patient the t-pal spacer applicator inner shaft broke. The t-pal spacer applicator inner shaft broke in the exact same spot as the trial spacer inner shaft did previously. It broke off the ball at the end of the spacer applicator inner shaft that is used to secure it into the t-pal spacer applicator handle. Surgeon then placed the original implant onto a new t-pal spacer applicator handle and t-pal spacer applicator inner shaft. The surgeon began inserting, and the spacer applicator inner shaft broke again in the exact same location as the other spacer applicator inner shaft and trial spacer inner shaft. It broke off the ball at the end of the spacer applicator inner shaft that is used to secure it into the t-pal spacer applicator handle. Surgeon then placed the original implant onto a new t-pal spacer applicator handle and t-pal spacer applicator inner shaft and finally successfully implanted the t-pal spacer. It was reported that an additional 20 minutes was added to surgery time. This is 1 of 3 reports for the same event, (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. A review of the device history records has been requested.

Manufacturer narrative:
This device used for treatment and not diagnosis. The complaint went to product development for further evaluation: the instrument adapter end has fractured at the shaft. Although the shaft shows evidence damage, the shaft moves freely in the mass of the slap hammer. The distal end of the mass has significant scratches. This instrument is in a used condition. The instrument failed at the location of the pin through the threaded connection. This pin acts as a stress riser, leading to the failure at this location. In addition, the material may also be a factor in the failure due to the impact loading of the device. CAPA determination # (B)(4). In addition, (B)(4) addresses the most recent occurrence rate and risk assessment. The design of the pin through the threaded connection increases the likelihood of failure at this location. The design risk assessment is adequate for the intended use.

Manufacturer narrative:
This device used for treatment and not diagnosis. A review of synthes device history record for lot 6417551 revealed the oracle slap hammer was manufactured by avalign technologies-nemcomed. (B)(4), dated (B)(4) 2010, for (B)(4) parts, was inspected to the synthes incoming final inspection sheet. The product conformed to all requirements. The certificate of compliance is dated (B)(4) 2010. (B)(4) parts were released to the warehouse on (B)(4) 2010. No non conformities were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Due to an unknown cause, the threaded portion of the shaft broke where it engages the adapter. The material and hardness of all components were determined to be within specification. The instrument conformed to dimensional specifications at the time of manufacturing. Due to the application of an adhesive to the shaft threads during assembly, and their broken condition, they cannot be dimensionally assessed. The material and hardness were tested and met specifications.